Event description:
It was reported that the customer experienced multiple occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the occlusion issues by changing the infusion set and cartridge and resuming insulin delivery. However, occlusions continued and a replacement pump was sent to the customer to resolve the issue.